Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up, right ventricular lead noise episodes were observed. Externalized conductors were suspected after examining the lead through a x-ray check-up. The lead was capped and replaced. The patient condition is stable.